Manufacturer narrative:
(B)(4). Concomitant medical devices - nexgen cemented stem extension 13x30 catalog #: 00598801713 lot #: 62580889, trabecular metal tibial cone medium 36x31 catalog #: 00545001336 lot #: 62740961, nexgen rotating hinge knee precoat tibial component size 2 catalog #: 00588000200 lot #: 62781021, nexgen rotating hinge knee precoat tibial augment block size 2 catalog #: 00588000210 lot #: 62167507, zimmer segmental polyethylene insert size c catalog #: 00585001395 lot #: 62826879, zimmer segmental segment with male/female taper 30mm catalog #: 00585004603 lot #: 62609839, zimmer segmental straight precoat fluted stem extension 13x130 catalog #: 00585205013 lot #: 62795671, zimmer segmental articular surface with segmental hinge post size c 34mm catalog #: 00585003023 lot #: 62493446, stem collar 35mm catalog #: 00585204035 lot #: 62612989 it is indicated by the complainant that the devices will not be returned to zimmer biomet for investigation, as the devices are retained by the patient. The product was evaluated through radiographic inspection and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this complaint: 0001822565-2018-04221 .

Event description:
It is reported that the patient underwent a left knee arthroplasty revision to service the locking cap and hinge pin due to disassociation approximately three (3) years and six (6) months following knee arthroplasty. No additional patient consequences were reported.